Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that a power on reset (por) message was received on the patient programmer (pp). The por was cleared and the ins turned back on. The patient experienced a return of tremors due to stimulation being off with por. Therapy was restored when the ins was turned back on. No further symptoms or complications were reported with this event.